Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values and the sensor was damaged upon receipt prior to use. The customer reported a blood glucose value of 120 mg/dl and a sensor glucose value of 200 mg/dl which was not within range. The sensor glucose and blood glucose difference was 80 mg/dl. The customer stated that the sensor needle was bent. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the labeling anomaly and the non-serialized product being replaced. Troubleshooting was performed for the sensor glucose vs blood glucose and the insulin delivery was not suspended due to the sensor glucose and blood glucose event. The customer was notified that the sensor may no longer be responding to glucose changes. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle did not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, failed specification of 1 hz and 1024 hz. Placed sensor under microscope and found delamination at the reference and counter electrodes. See attached file for results. In summary, the customer complaint for needle separated from sensor prior use could not be confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. The customer complaint of needle bent could not be confirmed due to missing needle. The complaint of sensor glucose vs. Blood glucose was confirmed during failed bicarbonate buffer test with high isig readings and low eis 1024 hz, found damaged senor as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.